Event description:
A 21mm surgical valve was disabled after an implant duration of approximately nine years, 10 months and a 23mm edwards transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Through the review of received records, it was learned that the patient developed increased shortness of breath and fatigue and was found to have recurrent aortic stenosis. He was felt to be high risk due to his comorbidities and age so he was referred for a tavr. Preoperative EKG: sb with 1st degree av block. The tavr procedure was successful with satisfactory valve function and trace paravalvular leak. The patient was taken to the cardiothoracic ICU in stable condition. The patient recovered and was discharged home on post-operative day eight (8).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Without additional information the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 21 mm aortic valve was disabled after an implant duration of nine years, 10 months, due to unknown reasons. A second device, a 23 mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. No complications were reported. No additional details provided.